Event description:
It was reported that during set up, the customer encountered difficulty lining up the disposable morcellator to the motor drive unit, and that the unit cuts out intermittently. No adverse patient consequences were reported.

Manufacturer narrative:
The actual device was returned for evaluation. The cpc connector was out of alignment.